Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with anterior repair, bilateral sacral spinous fixation and cystoscopy with calibration. It was reported that patient underwent cystoscopy, left retrograde pyelogram, left insertion double-j stent, vaginal mesh removal on (B)(6) 2014 due to vaginal foreign body. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient was treated on (B)(6) 2011 and on (B)(6) 2011 due to bleeding, spotting and odor. It was reported that the patient underwent mesh revision and repair in (B)(6) 2012. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.